Manufacturer narrative:
Continuation of d10: concomitant product ID 9735670 serial: (B)(6); product type; section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine sw kit 9735737 stealth s8 cranial h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during registration and trying to use the foot switch, the physical one and the button on the application, it would collect the registration points intermittently even though the registration probe and tracker was with in the field. At the end of the case when they were not using the system, an error 64 displayed on the navigation screen. There was no reported impact on patient outcome and no reported delay to procedure.

Manufacturer narrative:
H2: see section a. H2, h3, h6: codes b01, c19, and d14 are applicable to the previously reported system service information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed and there were 2 sessions of application logs present of the issue date. Only first sessions captured that the site used (passive planar, blunt: tool_1 <(>&<)> small passive cranial frame: tool_2) and was able to verify the passive planar probe throughout the session multiple times and went till registration and navigation task. The session captured site did multiple touch and trace registration attempts with the help of footswitch and they got success every time with error metric varied between 4 millimeters (mm) to 1 mm, as logs did not capture any unsuccessful registration. Observed from the session that the site held and released the footswitch multiple times and tried clicking the footswitch button as well during registration tracing. No error or abnormalities were found related to the footswitch behavior. Session captured many infrared interference error for the tool, but it was not in huge amount. Apart from that the logs unable to capture the root cause of the reported behavior. Suspected due to the I nterference error the site faced intermittent collecting registration points issue, but there was no way to confirm this. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.